Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and the customer reported fiber optic signs were not clear. The fse performed auto fill and let unit pump. Then, performed fiber optic test which it passed. Subsequently, the customer was notified that no malfunctions were found and the iabp was released back to customer for clinical use.

Event description:
It was reported that the fiber optic signs in the cardiosave intra-aortic balloon pump (iabp) were not clear. It is unknown under which circumstances this event occurred. No patient harm, serious injury or adverse event was reported.